Event description:
It was reported that the pump screen was not functioning as it was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection via mdi and required assistance from hospital staff, where insulin was provided. Although ketones were present and identified by the healthcare provider as life-threatening, no injury occurred during the event. Reportedly, customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.